Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to change the cartridge when the pump prompted to change the cartridge and the pump gave a message of "must use a new cartridge." Reportedly, the customer had used an old cartridge inadvertently during the load process. There was no reported impact to the customer's blood glucose level. Tandem technical services could not perform troubleshooting as the event occurred in the past.